Event description:
The customer contact reported that during testing at the user facility, the electrical safety test found an open ground on the ac power cord. The device was returned to the biomedical department with an unsigned note that indicated alarms warning replace battery. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.